Manufacturer narrative:
Additional information regarding this event is not known at this time. If additional information is received, a supplemental MDR will be submitted accordingly. The following mdrs were also submitted for this event: 3013450937-2023-00012 and 3013450937-2023-00013.

Event description:
It was reported that a patient had an alleged infection and underwent revision surgery on (B)(6) 2023. During the patient's revision surgery, the following implants were removed and replaced: eleos poly spacer, eleos distal femur axial pin, and eleos tibial hinge component. This event will be reportable to the FDA as a serious injury due to the patient's revision surgery. This report captures the eleos tibial hinge component. Information regarding the devices implanted at the time of the alleged infection is not known. If additional information is received regarding the implanted devices, this report will be updated and additional mdrs will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient was infected and underwent a revision surgery on (B)(6) 2023 during the revision surgery, the surgeon revised the following: eleos poly spacer, eleos tibial hinge component, and eleos distal femur axial pin. The date of this patient's original surgery is unknown, therefore, the product information of the devices implanted at the time of the alleged infection are unknown. Ultimately, the root cause of the patient's infection was unable to be determined. A review of the work order and sterilization batch release record for the product involved could not be performed as the product information is unknown. The following mdrs were also submitted for this event: 3013450937-2023-00012 3013450937-2023-00013 3013450937-2023-00012-001 3013450937-2023-00013-001.